Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm fg coyote nc (nc quantum apex) balloon catheter was selected for use. However, during procedure, the shaft got separated when pulled out after dilation. The broken part was inside the catheter and was removed from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the physician felt resistance at the sheath and the shaft was separated at the exit port in the sheath.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 108cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm fg coyote nc (nc quantum apex) balloon catheter was selected for use. However, during procedure, the shaft got separated when pulled out after dilation. The broken part was inside the catheter and was removed from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.